Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels of 401 mg/dl, resulting in hospitalization and a fall resulting in hip fracture. The user was admitted on (B)(6) 2026 and discharged on (B)(6) 2026. No additional long-term health effects were reported.

Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while on ilet therapy. Engineering log review confirmed that device data corresponding to the reported event timeframe were available and showed no malfunction alerts, no factory reset, and no motor errors. Review of device history identified incomplete cartridge load alerts on (B)(6) 2026 without completion of the fill tubing process. Additionally, the user¿s dexcom g7 sensor failed and no replacement sensor was paired, and no manual blood glucose values were entered while the ilet was in bg run mode. Due to lack of cgm data or manually entered blood glucose values, insulin delivery was suspended through the reported hospitalization date. Based on available information, the event is attributed to user error involving failure to complete cartridge loading and failure to restore glucose input following cgm loss, resulting in interruption of insulin delivery and subsequent hyperglycemia. If additional information becomes available, a supplemental MDR will be submitted.